Event description:
It was reported that a patient underwent an unknown spinal procedure, during the procedure when the surgeon was putting a rod in, the construct disengaged and the rod became loose from the extender. Surgeon was able to attach another rod and complete the procedure with no harm to the patient. The surgeon noted after the procedure, that the inner and outer extenders were not threading properly. No further information is known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.